Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had difficult plunger movement with the syringe pump during use. The following information was provided by the initial reporter, translated from dutch: "from our or we have had a report about the use of the 50 ml ll syringe. We use this syringe in the syringe pump and it has happened several times this week that the syringe pump gives a high pressure alarm. When this happens, a new syringe with medication must be taken. It seems as if the rubber of the syringe goes stiffer when a higher pressure arises and the pump therefore goes into alarm"

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2209033, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. Ten retained samples of lot 2209033 were used for additional evaluation. The product was visually inspected, no damaged or molding defects were observed, the plunger moved properly along the barrel, and silicone content and breakout force testing verified product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had difficult plunger movement with the syringe pump during use. The following information was provided by the initial reporter, translated from dutch: "from our or we have had a report about the use of the 50 ml ll syringe. We use this syringe in the syringe pump and it has happened several times this week that the syringe pump gives a high pressure alarm. When this happens, a new syringe with medication must be taken. It seems as if the rubber of the syringe goes stiffer when a higher pressure arises and the pump therefore goes into alarm".